Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagectomy/gastric tube, the insulation of the jaws got caught on a trocar during insertion and removal, and the insulation was peeled. Another device was opened but its insulation was also caught on trocar and broken. The broken piece fell into patient's cavity but it was removed successfully. New device was opened again, and its insulation was also peeled but used until the end of the procedure.